Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2025-99892. It was reported that there was an attempt to implant a competitor's leadless pacemaker (lp) device. However, it was removed and replaced with an abbott lp due to poor electrical values. Implantation of the abbott lp was also unsuccessful. The delivery catheter (dc) with the lp still attached was excessively pulled back during removal, shifting the original entry site and causing the dc's curve to straighten. The dc came into contact with the vessel wall when a second entry was attempted by the physician. After replacing the introducer and reassessing the situation, an abnormal guidewire trajectory was observed. There was an inability to draw blood, so the wire was replaced. Contrast imaging showed vascular dissection of the lower inferior vena cava with a 7 cm injury extending up to the renal artery. Patient's blood pressure dropped and surgical intervention was attempted but bleeding could not be controlled. Patient passed away.